Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump emitted an audible tone as if it was alarming; however, the pump did not display an alarm and an alarm was not recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no alarms related to the complaint. The pump powered on properly and was exercised for 24 hours with no duplicated alarms. The complaint was not duplicated and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.